Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with all the gz telemetry devices being monitored at the time. No patient harm was reported. The bme later called back to report that all the devices were working as expected. The nihon kohden network team (nk nt) was working to find the root cause. Service requested / performed: troubleshooting. Investigation summary: the cns device is designed so that when there is a communication breakdown, a "communication loss" message displays on the screen notifying the user of the issue. The meaning of the message and troubleshooting steps are described in the operator's manual: the customer stated the issue was resolved internally but no details were available. No issues on the cns or gz telemetry devices were noted. Thus, the root cause is attributable to environmental factors. The service history for this cns shows that gz communication loss was subsequently reported on (B)(6) 2020 under ticket #77341. The customer stated the communication loss was observed after the server went down. The issue was resolved by adjusting the host server and has not recurred. No further action is not warranted at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz telemetry devices: model #: gz-130pa serial #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with all the gz telemetry devices being monitored at the time. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with all the gz telemetry devices it was monitoring. No patient harm was reported. The bme later called back to report that all the devices are working as expected. The nihon kohden network team is currently working to find the root cause. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with all the gz telemetry devices it was monitoring. No patient harm was reported.